Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device show signs of operative use as evident by superficial markings, with significant damage to the threads of the outer screw. It was noted that the set screws has its outer threads peeled off while the inner screw drive feature is slightly damaged. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads cannot be determined. A potential root cause may be due to cross-threading and damaging thread during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the posterior spinal corrective fixation for idiopathic scoliosis was performed by using the expedium verse system. The patient was a (B)(6) male with ais type the fixed area was t6-l3. The rod was placed on the both sides and correction was made. The ap x-ray images were taken and confirmed that there was no problem for final tightening. When the surgeon tried to perform final tightening, the torque driver kept on rotating; therefore, the torque could not be applied to the outer part of the reported correction keys at the two concave sides. These two reported correction keys were removed and replaced with the unitized set screw (product code: (B)(4)) to complete the procedure. The surgery was completed with a delay (less than 30 minutes) and there was no adverse consequence to the patient.